Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version#: 1.3.2. H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that when attempting to premerge a functional magnetic resonance imaging (MRI), the image was not lining up accurately. When attempting on a different system, there was no issue. The difference appeared to be that this system was running application (app) 1.3.2 and the working system was on 2.1.0. Troubleshooting was performed by attempting pre-merge on a different machine, which resolved the issue. There was no patient involvement reported.

Manufacturer narrative:
H3) four application sessions were available on incident reported date. Log analysis only reported what kind of merge was performed and the exams included in the merge. It would not indicate if the merge was properly done or not. Archive was reviewed. It was found to be exported from stealth 2.1 system where the merge was successful and accurate. When loaded on stealth 2.1 locally, merge was accurate and no issues were observed. The archive could not be loaded on stealth 1.3 system as the archive was incompatible. No raw exams were available to replicate the issue the stealth 1.3.2. Site reported that issue was no longer observed after upgrading to application 2.1.0. Many stealth merge issues were found to be fixed in 2.0 <(>&<)> 2.1.0(after 1.3.2). As raw exams were not available, it could not be confirmed what instance of the defect is the reported case. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.